Manufacturer narrative:
.

Event description:
A complaint was received and processed regarding a reported adverse event which may have been caused or contributed to by a clearcorrect orthodontic appliance. The treating doctor called clearcorrect on (B)(6) 2014 reporting that the patient had an asthma attack that led to the patient going to the urgent care twice and seeing a pulmonologist since wearing step 1a aligners for two weeks. The patient apparently hasn't had any asthma symptoms in the last 7 years. The treating doctor and patient have decided to not to risk developing symptoms again so there will be a temporary halt to treatment.